Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Event description:
The customer reported a leak on their alinity m system. The customer reported that they had noticed that the system solutions drawer tubing dealing with vapor barrier was leaking at this time. The customer had noticed puddles of vapor barrier forming on the floor inside the instrument and some that had escaped the footprint of the instrument by the iru elevator. A field service engineer (fse) was dispatched. The customer explained that they have not been affected by the leak, they were able to clean up the leak with water/detergent followed by 95% ethanol. Customer was utilizing proper personal protective equipment (ppe) as well when addressing the leak (gloves, face shield, lab coat, etc.). The fse observed vapor barrier leaking from vapor barrier cradle connection. While wearing the appropriate ppe, the fse wiped up the vapor barrier in the bottom of the drawer, on the kick plate, and some vapor barrier contained within the liner. The customer confirmed the vapor barrier escaped the footprint of the instrument and the fse did not observe any additional vapor outside the footprint while onsite. The fse took out the vapor barrier cradle and reseated connections successfully with no observable leaking per alinity m service manual. There was no report of injury or any actual exposure to the leaked liquid. There was no patient involved as the leak was identified by the alinity m system user.